Event description:
During an atrial fibrillation and cavo-tricuspid isthmus line ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. Ensite x in voxel mode was used for the pulmonary vein isolation and navx mode was used for the cavo-tricuspid isthmus line ablation. After the isolation of the pulmonary veins that were connected, the physician put all the catheters in the right atrium to perform the ablation of the cavo-tricuspid isthmus line. In the second radio frequency application, there was an audible steam pop that could also be seen in a sudden impedance rise. We were looking closely at the impedance, there was no change prior to the steam pop. Two minutes after the steam pop, the patient's blood pressure suddenly dropped, an echocardiogram was done and confirmed a pericardial effusion. A pericardiocentesis was performed, the patient stabilized and was transferred to the intensive care unit for further monitoring. The perforation was located at the cavo-tricuspid isthmus in the right atrium. There are no reported performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.